Manufacturer narrative:
(B)(4): the customer reported that the device did not capture an etco2 reading while in use on a patient during a code. The customer stated that there was a delay in treatment because the users were troubleshooting the device, but that there was no related negative outcome for the patient. Philips evaluated the device and could no reproduce the reported symptom. The device passed all standard testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that the device did not capture an etco2 reading while in use on a patient during a code. The customer stated that there was a delay in treatment because the users were troubleshooting the device, but that there was no related negative outcome for the patient.